Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the device failed the cutter insertion and visual assessment, and it had drilled leg. During service/repair, it was determined that the device could not insert the cutter device due to a broken and corroded bearing, which was consistent with normal wear. It was further determined that the issue related to the drilled leg was consistent with excessive force during use. The assignable root cause of the drilled leg was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was discovered that the burr device would not insert into the craniotome device. During in-house engineering evaluation, it was observed that the device failed the cutter insertion and visual assessment, and it had a drilled leg. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.